Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device displayed a high atrial lead pacing impedance range, with values at both the high and lower end of 730-2150 ohms. Based on the trend history, this shift took place approximately one year ago. It was recommended the patient return for testing, so as to see if the impedance fluctuations could be reproduced and if noise was present. To date, no further information has been received and no adverse patient effects were reported.